Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 72 mg/dl (test strip lot number 497863) and 182 mg/dl (it is unknown if this result was taken with test strip lot number 497863 or 497649). No adverse event reported. Return of the suspect device was requested for evaluation.